Manufacturer narrative:
Updated b5 and g5.

Event description:
The following publication was reviewed: "interventional treatment of arterial injury during blind central venous catheterisation in the upper thorax: experience from two centres" received through "clinical radiology". The authors: s. Park, b. Jeong, j.h. Shin, j.h. Kim, j.w. Kim, d.I. Gwon, g.-y. Ko, c.s. Chen. The study aimed to evaluate the safety and clinical efficacy of interventional treatment for arterial injury during blind, central venous catheterisation in the upper thorax at two tertiary medical centres. The study included eighteen consecutive patients who were referred to the interventional radiology department between november 2007 and december 2018 to treat inadvertent arterial injuries that occurred during central venous catheterization. In nine of 18 patients, a stent graft was used for the main trunk injury of each artery. The stent graft was inserted in six subclavian arteries, two common carotid arteries, and one axillary artery. The stent grafts used were viabahn (w. L. Gore & associates,flagstaff, az, USA), or seal graft extension (s&g biotech, seongnam, korea). The results stated in another clinically failed case (patient 11), second-look angiography was performed 15 hours after the initial interventional procedure, as there was insufficient improvement in the lowered blood pressure. There was a persistent pseudoaneurysm around the stent graft, which was successfully treated with in-stent balloon dilatation.

Manufacturer narrative:
A review of the manufacturing records could not be performed as device item/ lot numbers were not available. The images and device were not available, the imaging evaluation and engineering evaluation could not be performed.

Event description:
The following publication was reviewed: "interventional treatment of arterial injury during blind central venous catheterisation in the upper thorax: experience from two centres" received through "clinical radiology". The authors: s. Park, b. Jeong, j.h. Shin, j.h. Kim, j.w. Kim, d.I. Gwon, g.-y. Ko, c.s. Chen. The study aimed to evaluate the safety and clinical efficacy of interventional treatment for arterial injury during blind, central venous catheterisation in the upper thorax at two tertiary medical centres. The study included eighteen consecutive patients who were referred to the interventional radiology department between november 2007 and december 2018 to treat inadvertent arterial injuries that occurred during central venous catheterization. In nine of 18 patients, a stent graft was used for the main trunk injury of each artery. The stent graft was inserted in six subclavian arteries, two common carotid arteries, and one axillary artery. The stent grafts used were viabahn (w. L. Gore & associates, flagstaff, az, USA), or seal graft extension (s&g biotech, seongnam, korea). The results stated in another clinically failed case (patient 11), second-look angiography was performed 15 hours after the initial interventional procedure, as there was insufficient improvement in the lowered blood pressure. There was a persistent pseudoaneurysm around the stent graft, which was successfully treated with in-stent balloon dilatation. (B)(6), other (pseudoaneurysm).